Event description:
It was reported, the disposable distal attachment (cap) fell off from the gastrointestinal videoscope and into the patient's stomach in the middle of a therapeutic esophagogastroduodenoscopy with food bolus disimpaction and was retrieved by the physician. The procedure and patient's anesthesia were prolonged for about 30 minutes and was completed with a different scope and cap. The patient was intubated prior to the procedure due to aspiration risk and was extubated the next day. Reportedly, the plan would most likely have been the same even if the cap had not fallen off due to the large amount of retained food. The customer confirmed that the condition of the patient and outcome of the procedure was not impacted. Both devices were inspected prior to use and the staff had made sure that the scope was compatible with the cap. The patient was discharged to home without any further harm.